Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was loose in the patient's chest. It was stated by the reporter that "they did not do a good job of anchoring this thing in the patient's chest." The ins was stated to have "been like that since the last battery was installed." It was noted the ins would travel around "close to the patient's breast and then would get up close to their arms." It was indicated the neurologist had problems locating the ins sometimes and would need the patient to tell them where the ins was in their body. A flip of the ins was not confirmed. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 64001, lot # n228821, implanted: (B)(6) 2010, product type adapter; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot # v561099, implanted: (B)(6) 2010, product type lead; product ID 3389-40, lot # j0537708v, implanted: (B)(6) 2005, product type lead.